Manufacturer narrative:
Age at the time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft was torn. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was used for percutaneous transluminal angioplasty. During preparation, the balloon protector could not be removed from the balloon due to resistance. Furthermore, when the balloon protector was pulled, the shaft of the balloon catheter was torn at the guide wire exit port. The procedure was completed with a different device. There were no patient complications and the patient's condition was good.